Event description:
It was reported to an aci sales professional that a male pt underwent a coronary diagnostic procedure on (B) (6) 2009. The pt was on coumadin therapy. Access was obtained via a 6f procedural sheath. The physician trained to the mynx, chose the device for femoral arterial closure. Hemostasis was achieved successfully and no pt complications were noted at the time. The pt visited this physician for a regular scheduled follow-up visit in (B) (6) 2010 and there was still no clinical sequelae noted. On (B) (6) 2010, the aci sales professional was informed that the pt was scheduled to come in on (B) (6) 2010 for a thrombin injection to treat a pseudoaneurysm (psa). On (B) (6) 2010, the aci professional found out that two rounds of thrombin injection in the interventional radiology lab were unsuccessful at treating the psa due to its size (reported as "big" but no exact measurement provided). The pt was scheduled for surgery last week. On (B) (6) 2010, the aci sales professional reported that the pt did undergo surgery to repair the psa, reportedly tolerated the surgery well and is doing fine. No further clinical sequela was reported.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on info received and investigation performed, the root cause of the reported pseudoaneurysm could not be determined. Pseudoaneurysms are listed in the mynx instructions for use (IFU) as a potential adverse event or condition that may be associated with the mynx or with the diagnostic or interventional procedure. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.